Event description:
Customer reported that he had unexplained low blood glucose for three days. She stated that she had low blood glucose of 39 mg/dl for about an hr. Customer stated that she believes that the insulin pump is delivering too much insulin. She stated that she watch the insulin while it is priming and looks like more insulin than normal is being primed out. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed functional test the rewind, basic occlusion, occlusion, and prime, excessive no delivery alarm and displacement test.